Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23may2019. The manufacturer's field service engineer (fse) could not confirm the reported issue. The manufacturer¿s field service engineer (fse) stated the unit was thoroughly inspected and validated per service manual performance assurance. All tests are within recommended manufacturers specifications. Unit was put on test ventilator for 30 minutes without error. Unit has passed all (performance verification test) pvt testing. Advised that if it passed pvt it is a good ventilator and the alarms were caused by the patient interface, settings, or the patient themselves.

Event description:
The customer reported low tidal volume, possible oxygen leak. The device was not in use at the time of the reported event; therefore, there was no patient involvement.